Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the cause for the regurgitation is unknown but it may be related to progression of the existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
One year post tavr, the patient was seen for CABG and tavr follow-up. Follow-up tee confirmed central aortic insufficiency. A second 23mm sapien xt valve was implanted via transapical approach. The procedure was uneventful and the patient remained stable throughout the entire procedure. The cause of the central aortic insufficiency is unknown. Additional imaging is currently not available.